Event description:
It was reported when firing the clip applier "in the air" (i.e. Without applying the clip on any material), the clips are properly formed, but when there is material present, all clips - to a greater or lesser extent - tend to be "scissored".

Manufacturer narrative:
Eval summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed and ejected the remaining clips. The instrument lock out was functional. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the manufacturing process.